Manufacturer narrative:
Other, other text: device evaluation: one cadd legacy pump was returned for analysis. Event history log review was performed and found no evidence of reported problem. Visual inspection and three separate delivery accuracy testing were performed. The customer?s concern regarding failed accuracy was unable to be confirmed. According to the investigation, the delivery accuracy testing found the pump average delivery error to be within the published specification of +/-6%. Further investigation found sign of fluid ingressions on chassis base of the pump expulsor, which damaged the pump expulsor gasket and causes the reported issue. Investigation recommended the pump expulsor assembly to be replaced. The problem source of the reported problem is user unknown.

Event description:
Information was received indicating that during testing, a smiths medical cadd legacy pump failed accuracy +9.5%. No patient was involved in this event. No adverse effects were reported.